Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient was needing an MRI of the brain but the patient told them that the neurostimulator (ins) "does not work anymore." The patient didn't clarify further to the hcp or provide any other detail.